Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a neonatal patient (age & gender unknown) with the infant flow lp device, they observed that the patient was very unsettled, was not maintaining pressures and experienced desaturation. A decision was made to switch from the infant flow lp circuit to a different brand circuit. When the infant flow lp circuit was removed from the patient, it was noted that there was excess water in the nasal prong and the patient's nostrils. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
The reported infant flow lp generator interface was not returned to zoll for evaluation. The business partner (bp) oxygen care ltd confirmed the device was discarded on-site by (B)(6), which prevents physical inspection or functional testing. Log files were submitted from the fabian devices; however, the customer (letterkenny university hospital) reported uncertainty about which specific fabian serial number was in use at the time of the incident on (B)(6) 2025. With no photos from the incident showing the excess water and circuit conditions, uncertainty regarding the specific fabian device involved and the date/time of the incident, and incomplete information about humidifier setup and positioning, a definitive root cause could not be established.